Event description:
This case was reported by a consumer and described the occurence of polyneuropathy in a (B)(6) pt who received gsk denture adhesive (formulation unk) (poligrip) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (formulation unk) (unk dosing regimen). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced polyneuropathy, foot pain and inability to walk. The pt also reported they recently lost their job. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. MFR's comment: super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).